Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out of range pacing impedance which occurred since (B)(6) 2020. As a result a lead safety switch (lss) occurred which resulted in a device reprogramming. It was noted that the month the impedances increased the patient was in a car accident. A lead fracture was suspected to be the cause of the out of range measurements. At this time, this rv lead remains in service. No adverse patient effects were reported.